Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and the report of suspected pump thrombosis was confirmed. The pump was returned assembled with the driveline cut approximately 3" from the pump housing and the remainder of the driveline was returned in one segment. The outlet elbow was returned attached to the pump outlet port. The inflow and outflow conduits were not returned. Prior to disassembly, the proximal-side of the inlet stator revealed no evidence of deposition. The distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the rotor outlet upon disassembly revealed a tissue-like thrombus formation wrapped around the outlet bearing cup and ball, which was pulled apart from the outlet stator upon disassembly. The deposition lacked laminated layering, suggesting that it did not develop on the outlet bearing cup and ball. Although the origin of the deposition and the duration which it was present in the pump could not be determined, the deposition showed areas of denaturing indicating that it was present while the pump was supporting the patient. The observed deposition would have potentially contributed to the reported elevated ldh. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to signs and symptoms of thrombus including hematuria and elevated ldh. No alarms were reported for the event. Bivalirudin was administered, but the patient's condition continued to worsen. According to the hospital, the patient recently had issues with anticoagulation compliance. A pump exchange was subsequently performed without issue.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: increased ldh 1172. Pump exchanged. Additional information also indicated: signs or symptoms: hemolysis. Intravenous anticoagulation.